Event description:
Distal port of central line blue when patient received contrast via power injector for CT scan. Prior to CT, port was flushed manually with 10 ml normal saline. Next the port was connected to the power injector and test flushed again using the injector. Then began to proceed with CT, in which contrast was administer through the port via power injector. The port blew almost immediately upon injection. Line appears to have split down a seam. FDA safety report ID# (B)(4).